Event description:
It was reported that the patient was hospitalized for vocal cord paralysis after initial vns implant. A scope was performed and confirmed vocal cord paralysis. The device has not yet been programmed on. The physician reported that the patient would be seen by and ent and that the device will not be programmed on yet. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the vns was programmed on at low settings and the patient is tolerating them at this time.

Event description:
It was reported that the low device settings were not tolerated by the patient. Vns removal is under consideration but has not been performed to date. The patient did not allow lower settings to be used and the device was programmed off.

Event description:
It was reported that the patient&#38112;voice issues have improved. The device was programmed back on to low settings.

Event description:
It was reported that an ent performed a scope and diagnosed the patient with vocal cord paresis. The patient refused steroid treatment and was discharged home. It was reported that the patient's voice has improved dramatically. The patient underwent a swallow evaluation that was normal and another ent scope identified that the patient was much improved and the vocal cord was working.

Event description:
It was reported that the device was programmed on to 0.25ma. The patient complained of pain, hoarseness, and chest pain that lasted through the weekend. The device was programmed off again on (B)(6) 2015.